Event description:
The customer reported getting a shock equipment malfunction error message.

Manufacturer narrative:
The customer reported getting a shock equipment malfunction error message. The device was evaluated at philips. The software was reloaded which resolved the reported issue.